Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a damaged a downstream occlusion (dso) seal, scratched lens, damaged remote dose connector, damaged battery door, damaged ac connector. Functional test was performed using occlusion testing and the reported problem was confirmed. The cause of the problem was a damaged remote dose connector and dso seal. The remote dose connector and dso seal will be replaced.

Event description:
It was reported that there was an issue with the bolus connector and the membrane. There was no patient involvement. Analysis of the device found a damaged downstream occlusion seal.